Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the surgery was uneventful, and the patient was transferred to the intensive care unit (ICU) for standard postoperative care, including antibiotic therapy with 24-hour kefazol prophylaxis. The procedure included resection of the extrahepatic biliary tract with intraoperative frozen section analysis, which confirmed negative distal and proximal margins. Reconstruction was performed via roux-en-y hepatojejunostomy, and a blake drain was placed. On postoperative day (pod) #6, the patient developed abdominal pain and vomiting. A computed tomography (CT) scan revealed a fistula, prompting placement of a nasogastric (ng) tube. An exploratory laparoscopic procedure was attempted; however, details regarding the specific procedure performed, the intraoperative findings, and the outcome were not provided in the records. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Manufacturer narrative:
Corrected data: the reported procedure performed was a da vinci-assisted segmental pancreatectomy.

Event description:
Refer to h11 for follow-up information.